Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer had symptom of lightheadedness, dizziness, and disoriented. Customer's emergency room visit was due to hyperglycemia. Customer was in the hospital until the next day (B)(6) 2016. Customer wearing insulin pump at the time of emergency room visit. Customer reported that cause of no delivery and high blood glucose was due to infusion set was being inserted without first removing the needle guard and it was not noticed until after being released from the hospital.